Manufacturer narrative:
Device was used on the rfa following a diagnostic catheterization procedure. Five days post-device an infection was diagnosed and treated with IV antibiotics. Code 86: evaluation of this event is based on manufacturing and qc procedures and historical use of device related to this event. Code 68: product assumed to be sterile based on manufacturing and qc procedures. Attribute infection to inadvertent contamination during or after procedure. Correction: delete 1738 f rom h previously included due to misunderstanding of coding manual and requirement to identify if f10 codes are labeled.